Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that about 12 days post-implant, this right ventricular (rv) lead exhibited increased pacing threshold measurements and diminished r-wave sensing. The rv pacing output was increased to 7.5v until the lead revision could be performed. During the procedure, this lead was explanted and a non-boston scientific lead was implanted. The explanted lead was discarded. No additional adverse patient effects were reported outside of the surgical intervention.